Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate iab optical sensor message. There were no numbers displayed on the console and the waveform was poor. The customer attempted flushing, but it was very sluggish. They then attempted disconnecting the cable and connecting again but received the same message. The blood pressure cuff showed a stable pressure without any significant change recently. There were no other mechanical assist devices in place and the insertion site was femoral. The customer was advised to use the central lumen of the iab to monitor pressure and waveform and this was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).